Event description:
Physician underdosed patient with chemotherapeutic drug based on high creatinine result. No adverse event reported.

Manufacturer narrative:
Retain samples of lot revealed that the incident could not be reproduced.